Event description:
Customer reported that the unit was being returned as '(B)(4) eval". Upon receipt, the unit had a note attached stating 'doesn't work with fresh batteries." There was no allegation of pt injury or death reported.

Manufacturer narrative:
Eval results: eval of the returned product found the battery springs are slightly bent. Unit powers on but there is no alarm. Nurse call function works as it should. No other tests performed since there is no sound. Note: the instructions for use on replacing batteries in the sitter select state: take care not to damage battery contacts. Slide battery door open and flip it up. Do not attempt to remove battery door, it does not separate from alarm. Carefully remove batteries to avoid damage to battery door. (B)(4).